Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the pre-loaded device (pcb00) was not returned following several attempts to collect it. Therefore, a failure analysis of the complaint device could not be completed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional/similar (as applicable) complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 3/6/2020. Device returned to manufacturer ¿ yes. Device evaluation: the preloaded insertion system was received in its original box on the 6th march 2020. The plunger component was observed in a fully advanced position and the cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection using microscope magnification was performed. No lens was observed in the preloaded device and residues of viscoelastic were detected at the cartridge tip. Stress marks on both sides of the cartridge tube/tip was observed which are typically caused and/or may well appear by the pass of the iol thru the cartridge. No manufacturing defects were observed that could impair functionality of the preloaded system. The reported issue could not be confirmed on the return. No product deficiency was identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported issues with a pcb00. The customer reported that when the lens was being inserted in the capsule, it projected the plunger in full expelling the lens out violently and piercing the capsule. An additional statement was made in the initial report, did not contact patient. Despite requests for clarification no further clarification has been provided.